Event description:
It was reported that a homecare pt receiving terbutaline via set-up utilizing a detec syringe/ p4291 orbit infusion set and ms3 pump noticed that the inside of the pump case was wet. Pt contacted her home healthcare provider's attending clinicians to report/discuss the observation. Pt intially reported that the "leak was at the connection of the luer lock to the syringe." After further discussion, pt belives the leak was "at the point where the soft tubing meets the hard plastic luer lock." The pt was instructed to replace the infusion set with the replacement sets that were on hand. Although there were no further device problems encountered, pt began contractions, went/was admitted into the hosp. Pt had a successful delivery with no ill/adverse effects to pt or newborn. Neither pt nor newborn required any medical or surgical intervention as a result of the unscheduled delivery and per normal hosp schedule were released and are at home. Add'l incident information received from the attending home-healthcare clinician(s): it is unk if the problem was result of incorrect attachment. The p4291 device was in use approx 24hrs when the leakage was detected.